Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation difficulties and failure to deploy the stent were confirmed due to a leak in the shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex coronary artery. A 3.0x18mm xience alpine stent delivery system (sds) was advanced to the lesion; however, the balloon would not inflate. The device was removed without resistance and the stent remained on the balloon. The procedure was successfully completed with a 3.0x23mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.